Event description:
The technician reported the account stated they are unable to set the bed exit alarm. The bed is located in seton 5 at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the account did not zero the scale before trying to set the bed exit alarm, user error. The technician zeroed the scale to resolve the issue. Based on this info, no further action is required.